Event description:
During treatment of a pt with the model 3100a, the user temporarily disconnected the pt in order to drain excess condensate from the pt circuit. When the pt was re-connected, the user was unable to make the 3100a restart oscillating. The pt was hand-ventilated then placed on another 3100a without compromise. The 3100a involved in this event was a rental unit.